Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis of: l5-s1 non-union; recurrent left-sided l5-s1 stenosis with left lower extremity radiculopathy. The patient underwent following procedure: exploration of l5-s1 fusion; removal- with re-instrumentation of l5-s1 pedicle screw and rod instrumentation; revision posterior lateral- fusion l5-s1; re-exploration of interspace with revision decompression at l5-s1, ieft-sided with revision foraminotomy, facetectomy, and transpedicular decompression; allograft cancellous bone placement; local bone graft obtained through same incision; application of rhbmp-2/acs; stryker xia-2 titanium pedicle screw and rod system. Per op notes, ¿.. The surgeon closed the fascia over this ilium with interrupted absorbable sutures. The surgeon placed the iliac crest with a large rhbmp-2 kit rolled up into little burritos or sushi roll type application and placed these posterolaterally. We then placed some allograft cancellous bone as well. ..¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.